Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient seeking legal action. Medical records and patient fact sheet received. It is alleges that the patient suffers from pain, swelling, difficulty walking, and an allergic reaction to metal debris. However, an invoice indicates that patient had poly on metal. Due to the lack of litigation and the allegation of pain, all products have been reported. Records are available on external hard drive if needed for further review.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Provided patient records have been reviewed. From a medical perspective, based on the information available, it is not likely the complaint is product related. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Updated patient initials, dob and ip details.